Manufacturer narrative:
No device returned for testing, insufficient information provided. Due to the lot code not being provided, investigation cannot be initiated. No investigation could be completed due to insufficient information collected from end user.

Event description:
A report that a needle broke off into someone's arm however the representative that called could not locate the patient's files and was given an email address to send information to. Upon further investigation and conversation with dr. Gooberman - there is no information to indicate that the syringe being used was product of mhc medical products.

Event description:
A report that a needle broke off into someones arm however the representative that called could not locate the patient's files and was given an email address to send information to. Upon further investigation and conversation with dr. (B)(6) - there is no information to indicate that the syringe being used was product of mhc medical products.

Manufacturer narrative:
No device returned for testing, insufficient information provided. Due to the lot code not being provided, investigation cannot be initiated. No investigation could be completed due to insufficient information collected from end user.

Event description:
A report that a needle broke off into someones arm however the representative that called could not locate the patient's files and was given an email address to send information to. Upon further investigation and conversation with dr. (B)(6) - there is no information to indicate that the syringe being used was product of mhc medical products.

Manufacturer narrative:
No device returned for testing, insufficient information provided. Due to the lot code not being provided, investigation cannot be initiated. No investigation could be completed due to insufficient information collected from end user.